Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was in storage mode upon interrogation. End of life (eol) had been declared eight months prior. The monitoring voltage was 2.19 volts. The patient was on hospice and the sales representative planned to turn off tachy therapy, however was not able to due to the device being in storage mode. It was reported that the patient had been non-compliant with their follow-up appointments. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The device planned to remian in service due to the patient's status. No additional information is available at this time. If additional information becomes available, the event will be updated.